Event description:
Patient with long segment of barrett's esophagus. After a secondary circumferential ablation without incident (3 months after primary treatment), patient reported acute onset of difficulty swallowing immediately after eating. Endoscopy showed a food bolus impacted at junction of esophagus and stomach, which was pushed into stomach. There was mild inflammation at the impaction site, but no stricture evident. Repeat endoscopy 1 month later, showed mild focal stricture, which was dilated. A second dilation was done 1 month later. At last endoscopy, patient was without symptoms and no stricture was evident.